Event description:
The customer reported the power cable was damaged resulting in the system intermittently losing power if the cable was moved. There is no report of injury or death.

Manufacturer narrative:
A ge representative evaluated the system and replaced the power cord. The system operates as intended.